Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1330301) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided on no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following information was reported: 6f 11cm bsc super sheath, mx6721 mynxgrip, no disease at arteriotomy, balloon loss of pressure during immediate pullback, manual compression was applied for 25 minutes. The patient was not hospitalized. Stick location: cfa. Vessel size: 6mm. Procedure: peripheral.